Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they may be having surgery in (B)(6) to remove the implant because there was an issue with a few of the leads. No patient symptoms were reported and there were no complications. Indications for use are failed back surgery syndrome, peripheral neuropathy, and spinal pain.